Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing, and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. During visual inspection, a damaged front enclosure was noted. The observed physical damage was unrelated to the reported complaint and likely attributed to user mishandling. The front enclosure needs to be replaced to address the issues. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive data shows a presence of the system error 139 (unable to hold compression position). As a precautionary measure, the drive train motor brake gap needs to be readjusted to avoid the occurrence of the system error 139. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The user was unable to clear the error. The patient use is unknown.